Manufacturer narrative:
(B)(4). D6a: 2010. D10 - medical product: articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height catalog # 00596203210 lot # 60864339. Stemmed tibial component precoat size 4 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten catalog # 00598003702 lot # 61137803. Palacos r + g (1x40) catalog # 66022663 lot # 67214197. G2: australia h3: customer has indicated that the product will not be returned because it was scrapped / discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure fourteen years post implantation due to pain. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 correction: h4. H6: mechanical (g04) femur. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates that revision notes: poly wear osteolysis; surface wear of the ps insert; removal of implants reveals pockets of osteolysis in the proximal tibia and distal femur; no evidence of infection/loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a revision procedure fourteen years post implantation due to pain. During revision osteolysis and synovitis from articular surface wear debris was noted. The bone loss was mitigated with augments and allograft repair. The operative report noted that there was a poly wear osteolysis, preop rom, synovitis with small effusion encountered, no evidence of infection/loosening, surface wear of the ps insert symmetrical, not on posts, wear on patellar component from pfr nineteen years ago, especially lateral facet, underlying, osteolysis, removal of implants reveals pockets of osteolysis in the proximal tibia and distal femur later, filled with mixed allografts/autografts and femoral augments, new tibial and femoral cemented in place final balance and stability achieved, layered closure, no intraop complications. All components were replaced without complication. No more information is available.